Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification as the printed circuit board (pcb) was found to be corroded and the epg was not working correctly failing pulse noise on incoming test. It was also noted that the hanger was broken. The front and lower case was broken. The main seal was out of the case and the hanger assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.